Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mom reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose was 600 mg/dl. The blood glucose level was 243 mg/dl. Other relevant blood glucose was 470 mg/dl and 349 mg/dl. Customer treated with insulin pump. Troubleshooting was declined for high blood glucose. The product will return for analysis.